Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6) healthcare pvt ltd. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 100 (mobile version). It was stated the paint between mobile stand and spring arm was coming out. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of d1 brand name, d4 catalog #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: lucea 100 corrected d1 brand name: lucea led®. Previous d4 catalog # ardlca309006a corrected d4 catalog # none. Previous d4 unique identifier (UDI) #: n/a corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 100 (mobile version). It was stated the paint between mobile stand and spring arm was coming out. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Based on an information gathered, the issue occurred during the installation and the device was being used after the occurrence of the event. The lucea 50 100 instruction for use IFU 01741 en 11 indicates this warning: "risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device". The lucea 50 100 instruction for use IFU 01741 en 11 indicates to perform daily inspections before use: "check the lightheads for chipped paint, impact marks, any other damage, loose covers, etc.". The paint defects were detected during installation, the device should not have been used as specified in the instructions for use. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).